Event description:
The following information was reported by the customer's attorney: attorney alleges customer claims to have been admitted to hospital with diabetic ketoacidosis allegedly resulting from a malfunction of the lot 8 infusion set as well as potentially malfunction of the pump. Patient was treated and released after two days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.